Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 132 mcg/day via an implantable pump. It was reported patient had been experiencing a loss of therapy over a period of 3 months (from (B)(6) 2020). The patient was admitted for pump implantation on (B)(6) 2020. The patient did not experience any complications during the implant procedure or recovery. The patient was discharged on (B)(6) 2020. Inpatient rehab and titration occurred between the dates of (B)(6) 2020 to (B)(6) 2020 (and continued as outpatient). Initial improvement was reported, but then improvement ¿plateaued¿, and they experienced difficulties weaning the oral baclofen dose (per a consultation letter on (B)(6) 2020). Logs were interrogated during a routine pump refill on (B)(6) 2020; there were no alarms or malfunction alerts. It was confirmed that the patient had not heard any alarms. The pump site was non-red, non-tender and easily palpable. The expected reservoir volume (erv) was 7.6 ml. The actual reservoir volume (arv) was approximately 39 ml. Aspiration by aseptic technique was achieved with the first attempt. A pump malfunction was assumed; there was a possible kink. The pump setting was returned to the total daily dose from the beginning of the patient¿s rehab stay (in case baclofen delivery recommenced at significantly higher daily dose). Fluoroscopic review was planned. A manufacturer representative recommended to escalate to surgical review as a kinked line was the most likely cause, and ¿this would not be able to be seen via fluoroscopic study.¿ actions/interventions included increasing/decreasing the dose. Surgical intervention had not occurred, and it was unknown if surgical intervention was planned. As of (B)(6) 2020, the hcp had not decided on what to do; most likely, the hcp would perform a catheter revision, but this was not confirmed. The issue was not resolved. However, the patient's status was alive - no injury. It was unknown if any environmental, external or patient factors might have led or contributed to the event. The cause of the volume discrepancy was not determined. No further troubleshooting was performed. Information regarding the patient¿s weight, medical history, and other medications was unavailable.